Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
It was reported that the battery failed during preventive maintenance. There was no patient involvement. The field service engineer (fse) evaluated the ventilator. The fse replaced the battery and the problem was resolved. Preventive maintenance was successfully completed after the repair.

Manufacturer narrative:
G4: 24apr2020. B4: 28apr2020. Additional information has been received that the backup and external batteries were identified to be over its life expectancy of 5 year, with a manufacture year of 2012 or 2013. The field service engineer (fse) confirmed that there were no battery failure alarms but the batteries were being replaced as part of standard preventive maintenance procedure. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.